Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for unknown indications for use. It was reported that the pump went empty probably yesterday and they refilled it and now they were getting a critical alarm. Caller confirmed that patient had an magnetic resonance imaging (MRI) since the last pump refill. Agent reviewed info on concurrent alarms and walked caller through clearing the active alarm. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a healthcare provider stating that the cause of the pump alarm was determined to be due to a motor stall. The physician called technical support who helped them clear the alarm which resolved the issue. Additionally, it was reported that the cause of the empty pump was due to the refill solution was not available at the patient's scheduled refill appointment. The healthcare provider had the refill solution overnighted from the compounding pharmacy which resolved the issue.